Manufacturer narrative:
The investigation into the pump stop and the access site bleeding ¿ minor issue has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the pump stop issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the access site bleeding issue was most likely patient condition related; its connection to the impella device was unknown.

Event description:
The user facility reported a 51-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On day four of the support, the impella 5.5 pump stopped. The team attempted to restart the pump by replacing the automated impella controller (aic). The pump would not re-start after troubleshooting so the decision was made to explant the pump. The patient survived on extracorporeal membrane oxygenation (ECMO) support. It was also reported the patient developed a small hematoma at the access site that did not require treatment.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿